Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not visible in remote smart service. A field service engineer (fse) attempted to repair remote smart service (rss) by uninstalling version 4.10 and installing version 4.12. Rss was updated and configured, requiring multiple repairs and reconfigurations. Auto application loading issues were fixed, and remote testing confirmed rss functionality. The station was synchronized successfully, and the pharmacist logged in to inventory drawers. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 not visible in rss. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.